Event description:
The customer initially reported to the helpdesk that the exact arm covers were very noisy when rotating the gantry. There was no report of serious injury to patient or user because of this event, and no patient data was provided.

Manufacturer narrative:
The varian engineer found the noise was actually coming from the cover around the counter weight. Upon further inspection, it was discovered that the 4 bolts that fasten the counter weight to the machine were loose (finger tight). This issue occurred when the gantry was rotating. The investigation confirmed that varian's contrast rigging company did not tighten the bolt properly when the counter weight was installed. If the counter weight bolts are not tightened correctly, the bolts can suffer fatigue failure resulting in cwt/gantry separation or severe gantry imbalance. The issue will be addressed further in the CAPA system. A product notification letter will be sent to affected customers. All corrective action will be reported under the guidelines of 21 cfr part 806. No follow-up reports are anticipated.